Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that hourly oversensing of noise was causing at/af episodes and noise revisions during high voltage lead impedance check. There was no symptoms reported. Programing changes were suggested. No further information is available.